Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. There were no traces on the device that suggested that the user's handling and reprocessing methods had deviated from the instructions for use (IFU). However, further information regarding handling was unable to be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating on the insertion section was peeling and the angle lever was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchofiberscope had an issue with the angulation control lever. Inspection and testing of the returned device found the coating on the insertion section was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.